Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced stimulation in the wrong location. He felt stimulation in the buttock area instead of the back. He would like to have his device reprogrammed sooner than his appointment scheduled at the end of the month. He had a problem with his pt programmer. He was not able to get stimulation. He received the icon with the triangle and explanation mark the empty battery and the circle with the tail. He needed to recharge his ins. There were coupling/communication issues. He was eventually albe to get all 8 bars. It was later reported that the pt experienced shocking when he turned the stimulation on. He felt stimulation in the stomach instead of the back with both programs a and b. Add'l info has been requested.